Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter read inaccurately high in comparison to her feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on (B)(6) 2018 at 6.30pm, she obtained an alleged inaccurately high reading of ¿25.0 mmol/l¿ on the subject meter compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that she manages her diabetes with a combination of insulins (humalog; self-adjusted, 2-3 times per day and levemir; 15 units in morning and 15 units in evening). She explained she increased her dose of medication and took 11 units of humalog insulin, based on the alleged inaccurate high reading. The patient advised the csr that she became ¿hypoglycaemic¿ and began to ¿sweat profusely¿ at approximately 7.00pm and that her partner treated her with a glucose gel, immediately after her symptoms developed. At the time of troubleshooting, the csr confirmed that the patient had used an approved sample site to obtain the blood samples. The csr also noted that the patient is registered blind and was unable to provide details of the meter serial number or information from the test strip vial. The patient did not have control solution to test the meter and test strips. Education on its use was provided by the csr and replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.